Manufacturer narrative:
Device remains implanted. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
An (B)(4) report has been sent, which states: "distal locking screw malposition (not through the nail). Burring for a second time after which the screw was in the right place.